Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he had an air bubble anomaly on the reservoir. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that when he unscrewed the plunger from the reservoir, he saw air bubbles from the reservoir piston. Troubleshooting was performed and it was found that the insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing, which may result in inaccurate insulin delivery. Customer was advised to monitor the issue and that the reservoir will be replaced.